Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years due to aortic insufficiency. It was identified, through review of source documentation provided, that the aortic valve leaflet had torn and was prolapsing, causing the insufficiency. Patient comorbidities: ascending aortic aneurysm; coronary artery disease. The device was explanted and replaced with another edwards bioprosthetic valve. Patient also had replacement of ascending aorta performed. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported leaflet tear could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's insufficiency was likely caused by the leaflet tearing noted. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Leaflet tear is also a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. No further actions are possible with the available information.